Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a new device implant procedure, device was interrogated with a programmer and rf communication with the device was lost. A different rf antenna was used with the same programmer however communication was unsuccessful. A new programmer was used with the same rf antenna to interrogate the device and full communication was established. Pacing was maintained at all times. Patient experienced no symptoms.